Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, this issue is likely caused by unexpected stress on the camera head, cable, and video connectors, resulting in the failure of the charge coupled device (ccd) unit or cable unit or video connector, which resulted in the absence of images. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the image did not appear for the hd autoclavable camera head prior to use. No impact to patient care was reported.